Event description:
It was reported that a cartridge alarm occurred during insulin delivery using multiple cartridges. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.